Manufacturer narrative:
Concomitant medical products: 694765 lead, implanted: (B)(6) 2003. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that high thresholds, low impedance and noise were noted on the right atrial (ra) lead. The lead was inactivated and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that a suspected 'break' occurred on the ra lead.